Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with an 8f sheath after a coronary interventional procedure. Reportedly, the plunger was not fully depressed. The physician tried to park the foot plate with the plunger having never been removed from the device. After the lever was raised and lowered several times the foot parked and the device was removed. An 8f sheath was placed. The sheath was removed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Device is retained by the hospital and will not be returned. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was determined the reported difficulties are related to use error and the treatment appears to be related to circumstances of the procedure. Based on the information provided, it appears that the deployment steps were not performed in the proper order (use error) which likely caused or contributed to the reported difficulties. The sequence of steps for deployment are listed in the perclose proglide instructions for use: deploy the foot by lifting the lever (marked 1) on the body of the device. Deploy needles by pushing on the plunger assembly (in the direction marked 2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. After visually confirming contact with the body of the device only one time, this step is complete. Gently disengage the needles by pulling the plunger assembly back (in the direction marked 3) and completely remove the plunger and needles from the body of the device. Relax the device and then return the foot to its original closed position by pushing the lever (marked 4) down to the body of the device. Do not attempt to remove the device without closing the lever. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Per the proglide instructions for use: use your other hand to deploy needles by pushing on the plunger assembly until you visually confirm that the collar of the plunger makes contact with the proximal end of the body. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.